Manufacturer narrative:
(B)(4). Batch # t5e210. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as no damaged was observed on the jaws and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy on the third firing the anvil bent in thick tissue and would no longer fit down the trocar. A similar device was used to complete the case. There were no patient consequences.